Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the back of the aligners cuts into their gums and the front of the aligner does not fit at all. Gathering and requested additional information. Provided hh tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.